Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have experienced a high blood glucose event. The customer¿s blood glucose was 490 mg/dl at the time of incident and treated. Customer declined high blood glucose troubleshooting. Customer also reported that the sensor glucose versus blood glucose readings does not match. Sensor glucose reading was at 40 mg/dl and the blood glucose reading was 90 mg/dl. Customer stated that the insulin pump had a recurring change sensor alerts. The customer was advised to change out sensor. The product is expected to return for analysis.